Manufacturer narrative:
Results of investigation: the carefusion factory service department evaluated the suspect faulty front panel and was able to duplicate the reported issue of there being liquid ingress and an inactive touch screen. This event is being addressed through an internal investigation.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that there is a fault with the touch screen. There is a large spot under the screen, and when touching it is not responding so they are unable to calibrate the screen. There was no patient involvement at the time of this incident.